Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed.

Event description:
It was reported that the pump exhibited a plunger sensor test failure. No patient injury was reported.